Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit rewound properly during testing. No unexpected alarms noted or loud motor during testing noted. Proceed by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors including motor flex connector were plugged in properly during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, missing display window/cover, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion, customer concerns are not confirmed. Testing of the unit was successful with no loud motor during testing. Cosmetic damage was confirmed when cracked case (battery tube) and cracked case battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery compartment of the insulin pump was damaged and pump piston was very loud. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer mentioned that the pump functionality was not affected. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.